Event description:
It was reported that during an unknown procedure, the protective coating on device started coming off during case. The caller could not provide any other details about the problem or procedure. A second device was used to complete case with no reported patient consequence.

Manufacturer narrative:
Date sent: 07/08/2009. Yoke. Evaluation summary: the device was returned with the tissue pad missing. As the tissue pad was not returned, further evaluation could not be performed. Each device is visually inspected and functionally tested prior to shipment and damage of this magnitude would have been detected during this inspection and testing. The batch history records were reviewed with no anomalies noted during the manufacturing process.